Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose greater than 500 mg/dl. Customer suspected possible causes were due to basal setting needing adjustment and insulin absorption due to scare tissue. Customer delivered a bolus, changed out supplies, administered insulin injections and adjusted pump basal setting to address the issue.